Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously high calcium (calc) and an erroneously low potassium (k) results generated by unicel dxc 600 pro synchron chemistry analyzer on one patient sample. There was no effect to patient treatment.

Manufacturer narrative:
The sample was drawn in a heparin plasma tube. The laboratory temperature is monitored and stable. The system is calibrated every 24 hours and qc is run every 8 hours. Qc results for calcium and potassium were within the established ranges prior to and after the event. The customer did a precision study on calcium and the results were within acceptable limits. The customer concluded that the event was an isolated occurrence limited to a single patient sample. Service was not dispatched for this event. A definitive root cause for this event has not been determined.